Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced over/under correction. The lens was exchanged with a same length but different power lens. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - health effect clinical code: 4581 - over/under correction. Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).